Event description:
It was reported to fresenius (via a customer experience survey) that this patient with end stage renal disease (esrd) discontinued continuous cyclic peritoneal dialysis [cc(pd)] after experiencing an unspecified infection (date not provided) and access/catheter (not a fresenius product) issues. Subsequent attempts to obtain additional information (medication records, discharge summary, patient demographics) proved unsuccessful.

Manufacturer narrative:
Based on the limited follow-up information available, the patient¿s liberty cycler can be disassociated from the events. There is no allegation or objective evidence indicating a serious injury, patient death, or other serious adverse event(s) related to a fresenius device(s) and/or product(s) occurred. Additionally, it is unknown if the patient was utilizing a fresenius device(s) and/or product(s) when the events occurred. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported to fresenius (via a customer experience survey) that this patient with end stage renal disease (esrd) discontinued continuous cyclic peritoneal dialysis [cc(pd)] after experiencing an unspecified infection (date not provided) and access/catheter (not a fresenius product) issues. Subsequent attempts to obtain additional information (medication records, discharge summary, patient demographics) proved unsuccessful.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review could not be performed as an sap search did not indicate that products were shipped to the patient for the three (3) month time frame preceding the event occurrence date. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.